Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) ) displayed a 'replace battery' message upon insertion of multiple fully charged autopulse li-ion batteries" was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to the defective processor board as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in december 2006 and is almost 15 years old, well beyond the expected service life of five years. Upon visual inspection, the top cover, the front, and bottom enclosures, and the area next to the battery compartment were observed cracked. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. Also, observed a damaged head restraint wire, unrelated to the reported complaint. The probable root cause for the observed damage was likely due to mishandling. The damaged or frayed head restraints do not render the autopulse platform non-functional. The top cover, the front, and bottom enclosures, and the battery compartment need to be replaced to remedy the observed issues. The autopulse platform failed initial functional testing due to the 'replace battery' message displayed upon powering on. Thus, confirming the reported complaint. The processor board needs to be replaced to address the customer reported complaint. The archive data review showed the occurrence of the fault 30 (fan controller malfunction) message, unrelated to the reported complaint. Fault 30 indicates an error communicating with the fan controller, likely attributed to the defective processor board. The service could not be performed due to the non-availability of the replacement part. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The customer was informed about the non-availability of the parts. The platform will be scrapped. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6) .

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the platform is returned and the investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed a 'replace battery' message upon insertion of multiple fully charged autopulse li-ion batteries. Patient use information was requested but no additional information was provided, therefore patient use is unknown.